Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon investigation of the stored electromyograph, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing episode. The device parameters were reprogrammed.

Manufacturer narrative:
Initial reporter was the following physician dr. (B)(6). Initial reporter was a healthcare professional. Initial reporter was the physician. It is unknown whether the initial reporter filed a report to the FDA.

Event description:
New information received noted that the programming resolved the issue and the patient was reported to be doing well.